Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2011. It was reported the pt had stimulation in the correct area, but reported sensory motor stimulation, as well. It was reported the lead impedance was normal. Reprogramming was unable to resolve the issue. Attempts to determine the next course of action were unsuccessful.